Event description:
Device was implanted in 2004. It was reported that the device was explanted because the pt experienced nausea and bladder dysfunction from the stimulation. Ans received the explant complaint form in 2005.